Manufacturer narrative:
The actual device was returned for evaluation.  Reliability engineering evaluated the device and the reported condition was confirmed. The device had a loose softmod switch, and would not hold gauge. The assignable root cause was determined to be normal wear over time.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during presurgery it was discovered that the handpiece got stuck on the compact air drive device. There were no delays to the planned surgical procedure. It was unknown if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.